Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) experienced a reset once again. The reset was cleared, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated four or more power on resets occurred. Analysis of the device memory indicated a parity error count of 128. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred.

Event description:
It was reported that the implantable pulse generator (ipg) experienced a full electrical reset. The power on reset (por) was cleared and the device perimeters were programmed back to the original settings. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg continued to experienced resets. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid level testing and evaluation demonstrated nominal operation and functionality with no new power on resets. If information is provided in the future, a supplemental report will be issued.